Event description:
It was reported that a catheter recognition issue occurred. An avvigo plus system and opticross catheter were selected for ultrasound examination of the target lesion. During the procedure, it was determined that the catheter was misrecognized. When the catheter was connected, it also made the screen become dark, making the image difficult to visualize. The procedure was not completed for different reasons, and there were no patient complications.

Manufacturer narrative:
D2b pro code: dsk.